Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The device was manufactured in 1998. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during surgery tip of the instrument broke inside the patient due to fatigue. All the pieces were retrieved. The procedure was successfully completed without delay using an s&n back-up device.